Event description:
(B)(4). Same case as MFR report #: 2134265-2010-02894. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with angina and in stent restenosis. The index procedure treated the 90% stenosed, 3.0x24mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation, the placement of two overlapping taxus liberte stents (2.5x16mm, 3.5x24mm), an overlapping 4.0x15mm non bsc stent and post dilation resulting in 0% residual stenosis. Timi 3 flow was maintained throughout the procedure. After rehabilitation, the patient was discharged 30 days later on aspirin and clopidogrel. No angina was confirmed at the 9 month follow up visit. In (B)(6)2010, the patient developed angina pectoris. In (B)(6)2010, at the 1 year follow up visit, angiography revealed a 3.5x15mm, 90% in stent restenosis of the target lesion located in the mid lad. Treatment consisted of angioplasty and the placement of a 3.5x18mm non bsc stent resulting in 0% residual stenosis. Timi 3 flow had been maintained throughout the procedure. The outcome was listed as resolved and the patient was discharged the next day on aspirin and clopidogrel. Per the physician, the event was listed as "possibly related" to the study stents.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)